Event description:
It was reported that there was a difficulty in removing the device occurred. A 4.00 x 20mm synergy megatron stent balloon was inserted and inflated. However, when they are pulling the balloon twice negatively, they had difficulty removing it. Physician was able to remove the balloon, the entire stent deployment system, guide catheter, hemostasis valve, and wires were all pulled out simultaneously and the procedure was completed successfully. There were no patient complications nor injuries reported and patient condition was good. There were no patient complications reported.